Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery in which the cuff was removed and replaced due to incontinence. The physician determined by cystoscopy that the cuff was too large. No patient complications were reported.